Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), embedded device ('embedded in the lumen of the fallopian tube is a coiled wire') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included uterine bleeding, migraine with aura, headache, dizziness and perineal pain. Concomitant products included diphenhydramine hydrochloride, ibuprofen, ondansetron, paracetamol (tylenol) and topiramate. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), headache ("headaches,"), migraine ("migraine"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), asthenia ("weakness") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with propranolol and surgery (hyst. (Full),salpingectomy. (Bilateral) and total abdominal robotic-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, genital haemorrhage, autoimmune disorder and uterine haemorrhage outcome was unknown and the pelvic pain, fatigue, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, headache, migraine, vaginal haemorrhage and asthenia had resolved. The reporter considered abdominal pain, asthenia, autoimmune disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result: bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: right fallopian tube essure device not well visualized; on (B)(6) 2019: left coil in the fallopian tube and partially in the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. New events added- vaginal haemorrhage and asthenia. Lab data added. Fu 4 and fu 5 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), headache ("headaches,") and migraine ("migraine,"). The patient was treated with surgery (hyst. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, headache and migraine had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmennorhea (cramping),dyspareunia, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migraine, headaches, fatigue. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation,'), embedded device ('embedded in the lumen of the fallopian tube is a coiled wire'), pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 5. Concurrent conditions included uterine bleeding, migraine with aura, headache, dizziness and perineal pain. Concomitant products included diphenhydramine hydrochloride, ibuprofen, ondansetron, paracetamol (tylenol) and topiramate. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), headache ("headaches,"), migraine ("migraine,"), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),salpingectomy. (Bilateral) and total abdominal robotic-assisted hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, genital haemorrhage and autoimmune disorder outcome was unknown and the pelvic pain, fatigue, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, headache and migraine had resolved. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Event added from pfs- uterine perforation, genital hemorrhage, autoimmune disorder nos, embedded device. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.